Manufacturer narrative:
Additional information will be provided when the investigation has been completed.

Event description:
It was reported that due to icg not working, they had a problem identifying the ureter, and because of this, the surgeon thinks the ureter and bladder was injured so we had to call an on-call urologist to check on the bladder and ureter. Theatre time was prolonged. Patient was exposed to longer anesthetic agent. Patient needed to be admitted for further care and treatment." Per additional information received from the account, the failure resulted in an injury might have been caused by thermal from diathermy. A leak test was done with bladder filed with methylene blue but no obvious leaks, retrogrades were performed with x-ray attendance and no leak on ureter. Even though there are no obvious leak, both surgeons still decide to treat it as bladder injury. Ureteric stent was inserted. Catheter was inserted and planned to be left for 2 weeks, and stent be removed after 6 weeks. Catheter was put in to observe any post-surgical bleeding. The icg used was verdye green 5mg/ml (indocyanin green) and is not a stryker product.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker great britain. The technical service report indicates: reported by the customer: icg not showing in spy modes. Patient involved but surgery commenced without use of icg. P/n #: 1788010000i s/n: (B)(6). Summary of evaluation: unable to duplicate fault as reported. Software update required. Updated software 3.0.18 to 3.3.38 completed qip all spy modes are functioning via the camera head controls and the ccu touch screen and the spy mode icons are displaying at the monitor lap, overlay / contrast / csf cyst, csi device will be shipped back to the customer probable root cause: faulty digital board software. Faulty communication with light source. Security attack. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that due to icg not working, they had a problem identifying the ureter, and because of this, the surgeon thinks the ureter and bladder was injured so we had to call an on-call urologist to check on the bladder and ureter. Theatre time was prolonged. Patient was exposed to longer anesthetic agent. Patient needed to be admitted for further care and treatment." Per additional information received from the account, the failure resulted in an injury might have been caused by thermal from diathermy. A leak test was done with bladder filed with methylene blue but no obvious leaks, retrogrades were performed with x-ray attendance and no leak on ureter. Even though there are no obvious leak, both surgeons still decide to treat it as bladder injury. Ureteric stent was inserted. Catheter was inserted and planned to be left for 2 weeks, and stent be removed after 6 weeks. Catheter was put in to observe any post-surgical bleeding. The icg used was verdye green 5mg/ml (indocyanin green) and is not a stryker product.